Event description:
The customer reported that the system produced an x-ray w/o any user input. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The foot pedal was replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.